Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/17/2015.

Event description:
Procedure: lobectomy. According to the reporter: all 3 devices were defective. The specimen bag had a tear in it. No device component fell into the patient's cavity. No adverse outcome to the patient.